Manufacturer narrative:
This report is filed on july 26, 2016.

Manufacturer narrative:
This report is filed june 22, 2016.

Event description:
Per the clinic, the device was explanted on (B)(6) 2016, due to a performance decrement with device use following the patient sustaining an impact to the head. The patient was re-implanted with another cochlear device during the same surgery.